Manufacturer narrative:
The customer had a v60 and needed to confirm the parts ID for the user interface (ui) assembly. After verifying the parts ID with the field service engineer (fse), the customer informed the fse that the ui assembly would be ordered for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00289. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the displays were dim. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing